Event description:
Additional information received that device, is not available for return. And the gi bleed was resolved.

Manufacturer narrative:
Ppae (major bleed) : the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 74-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient had a history of known coronary artery disease. During support, the patient required a unit of blood due to a gastrointestinal bleed. The patient was not receiving heparin for the impella purge. The patient survived to explant. The reported gastrointestinal bleed (major bleed) requiring blood transfusion is anatomically unrelated to the axillary access site, and the patient was not receiving heparin for the impella purge, making device-related anticoagulation an unlikely contributor. The gi bleed is more plausibly associated with the patient¿s underlying critical condition, comorbidities, or non-device-related clinical factors.